Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received shocks which appeared to be for supraventricular tachycardia (svt). The device initially inhibited until the sustained rate duration (srd) was timed out, then proceeded to deliver anti-tachycardia pacing (atp) and six shocks in ventricular tachycardia (vt) until exhausted. The rhythm slowed on it's own. Boston scientific technical services (ts) noted rhythm morphology looks similar to the presenting electrogram (egm) which further supports the notion of svt and explained the srd functions. There was no further information provided. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.